Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with broken battery tube threads noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.